Manufacturer narrative:
Additional information: (B)(4). Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of the manufacturing record review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v 19.0 diopter intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). The iol was explanted in a secondary surgical procedure due to complaints of mechanical failure and replaced with an aab00 21.0 diopter iol. Mechanical failure was clarified as patient reporting glare and blurred vision interfering with driving safely at night. There was no patient injury, no suture(s) and no vitrectomy however, the incision was enlarged. Patient outcome post lens exchange was reported as stable. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 19-dec-2022. Device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and inspected under magnification and no issue were identified. No issues that could cause or contribute to the complaint issues were observed. The complaint issues were not confirmed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.